Manufacturer narrative:
Cont e1 phone number - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade iii capsular contracture, "silicone perspiration".

Event description:
Healthcare provider reported silicone perspiration, waves, folds, rotation, and baker grade iii capsular contracture (breasts are hard and deformed, but without pain). This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b6, h6.

Event description:
Healthcare professional reported left side silicone perspiration, capsular contracture, baker grade iii (breasts are hard and deformed, but without pain), waves, folds, and rotation. The device has been explanted.